Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported on 23-may-2025 the patient received the following results within 15 minutes: 557 mg/dl, 299 mg/dl, and 161 mg/dl. On (B)(6) 2025 the patient received the following results within 15 minutes: 310 mg/dl, 240 mg/dl, 494 mg/dl, and 196 mg/dl).